Manufacturer narrative:
The suspect devices are expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported that three stopcocks broke during use, were unusually stiff and hard to turn. No patient injury was reported.